Event description:
It was reported that mdu was getting to hot. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed and the mdu failed with a hand piece sensor error. Cause of error is a defective hall board. Insufficient potting has corroded hall board and may have damaged the electronic components causing sensor errors. Motor and power cord passed functional testing. The complaint investigation has concluded that the cause of the hand piece sensor errors is a defective electronic component on the hall board. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.